Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter transfer set. This report involves the same patient as in cmplnt-(B)(4) and cmplnt-(B)(4). The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. On an unreported date, a patient began treatment with injection reflin (1 gram), injection fortum (1 gram per day for one bag) (frequency and route of administration not reported) for peritonitis. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. Additional information was requested but is not available. This is report 1 of 3.